Event description:
The iab was inserted into the patient in 2002 at 4:00 p.m. And removed on the same day at 4:14 p.m. A second iab was inserted. The iab did not malfunction. The patient had major limb ischemia and surgery was required. Also the patient had thrombocytopenia and an embolectomy. The iab was not returned to datascope. Event complaintions: major ischemia/thrombocytopenia/embolectomy rpt'd 9/9/02. Pt's current status: unk-rpt'd 9/9/02.